Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-07988 and 2134265-2016-07989. It was reported that automatic pullback failure occurred. During a procedure, motor drive unit 5 plus was used in conjunction with an unknown catheter and sled to diagnose the target lesion. However, pullback error message occurred and automatic pull back failed. Subsequently, they tried another motor drive unit 5 plus, it worked and completed the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-07988 and 2134265-2016-07989. It was reported that automatic pullback failure occurred. During a procedure, motor drive unit 5 plus was used in conjunction with an unknown catheter and sled to diagnose the target lesion. However, pullback error message occurred and automatic pull back failed. Subsequently, they tried another motor drive unit 5 plus, it worked and completed the procedure. No patient complications reported.